Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 384 (mg/dl) and large ketones. Customer administered a manual injection to treat their bg level. Customer reported witnessing insulin exit the infusion set tubing. The initial call with the customer ended unexpectedly. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.